Manufacturer narrative:
A steris technician inspected the table and found it to be operating properly without issue. The patient positioning instructions provided with the surgical table state that for urology procedures the table is to be placed in normal orientation with the table slid towards the foot end; additionally, the table's urology extension accessory is to be attached in place of the leg section. Hospital staff instead placed the table in reverse orientation and attached an incompatible urology extension accessory in place of the head section. When hospital staff commanded the table to slide towards foot end, it caused the center of mass to shift to the point where the table became unbalanced, subsequently causing it to tip down. Steris performed in-service training on the proper use and operation of the surgical table on (B)(4) 2011.

Event description:
The user facility reported that during a patient procedure the table tipped down as the tabletop was commanded to slide by the operator. The table was returned to level, slid towards center, patient repositioned and reintubated, and the procedure was completed successfully without further incident. No injuries to hospital staff or patient were reported.